Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision and excision on (B)(6) 2012 by dr. (B)(6) at (B)(6) center due to persistent sui and vaginal mesh exposure.

Event description:
It was reported that the patient underwent mesh revision and excision on (B)(6) 2012 by dr. (B)(6) at (B)(6) center due to persistent sui and vaginal mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.